Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead, it exhibited low amplitudes and high pacing threshold measurements during initial placement. In addition, the ra lead kept dislodging when it was placed into the atrium. As a result, this ra lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 77 millimeters from the terminal pin. Visual inspection noted a setscrew mark on the terminal pin and the helix was retracted. Resistance testing was completed on each returned segment to assess the electrical performance and the measurements throughout these tests were within normal limits. An x-ray was performed on each segment and no anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations during testing with the returned segments.